Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was reported that the customer intermittently administered multiple mealtime boluses back to back which resulted in their blood glucose (bg) level subsequently decreasing to 40 mg/dl. Reportedly the patient fell and hurt their knee, shoulder, and hip. Customer consumed carbohydrates to address bg. Reportedly, the customer was using insulin that was off label. Recommendation was made to consult with healthcare provider regarding diabetes management.